Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of september 28, 2024, was chosen as the best estimate based on six days post-discharge following lams placement and initial management with a topical hemostatic agent. It also aligns with the expected timeframe for readmission due to gastrointestinal bleeding, occurring approximately 11 days prior to the article's received date of october 9, 2024. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: hiroyuki ito; yosuke tazawa; yuji omura; toru yamaguchi;tsubomi chou; ayano ito; shingo tsuda; junko nagata;shunji hirose; shunsuke kamei; yukihisa ogawa; takayoshi suzuki. "Repeated delayed bleeding followingtreatment for a pancreatic pseudocystduring lumen-apposing metal stentplacement: a case report." Case reports in gastroenterology 2025; 19:211-218. Block h6: imdrf patient code e0506 captures the reportable event of "gastrointestinal bleeding," "bleeding from lams site," and "arterial bleeding." Imdrf patient code e0301 captures the reportable event of "severe anemia (hb 7.9 g/dl)." Imdrf patient code e0513 captures the reportable event of "pseudoaneurysm in the splenic artery." Imdrf impact code f2202 captures the reportable event endoscopic procedure performed. Imdrf impact code f2301 captures the reportable event additional device required. Imdrf impact code f23 captures the reportable event unexpected medical intervention performed.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "repeated delayed bleeding following treatment for a pancreatic pseudocyst during lumen-apposing metal stent placement: a case report," by hiroyuki ito, et al. Per the article, a case involving a 47-year-old male with acute alcoholic pancreatitis complicated by a pancreatic pseudocyst was managed with endoscopic ultrasound-guided transmural drainage (eus-td). After the procedure, a large amount of brownish serous fluid was drained, and no bleeding was observed during placement. An abdominal CT scan performed 3 days after the placement showed that the pseudocyst had shrunk, and there were no complications such as pancreatitis or bleeding. The patient was readmitted six days post-discharge with gastrointestinal bleeding and severe anemia (hb 7.9 g/dl). Imaging and endoscopy confirmed bleeding at the lumen-apposing metal stent (lams) site, which was initially managed with topical hemostatic agent. After stabilization and one month without recurrence, lams removal using grasping forceps triggered arterial bleeding. Because endoscopic treatment did not achieve hemostasis, an emergency angiography identified a splenic artery pseudoaneurysm, which was successfully treated with coil embolization. No further bleeding occurred post-procedure. Please see the referenced article for full details and full listing of physicians and healthcare facilities.